Event description:
It was reported the pt experienced an increase in symptoms. The pt's health care provider (hcp) conducted a rotor study which was positive for intended movement. The hcp then conducted two dye studies which were inconclusive; one was positive for flow, one was negative. The pt's pump and catheter were replaced. The medication being delivered via the device was lioresal. No pt injury was reported. Add'l info has been requested. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4): the pump and catheter have been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete. Reason for late MDR due to implementation of process improvement.